Manufacturer narrative:
Device was used for treatment, not diagnosis. This is for a vet case, device used in a veterinary case, no patient information will be reported. This report is for one unknown screw(s)/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery was performed on (B)(6) 2015, for a medio-diaphyseal simple fracture, a femur of a small dog. He used a plate and 2.4mm diameter screws. He had to make a revision on (B)(6) 2015, but the assembly was not held. One of screws broke just below the head of the screw. The head of the screw has been recovered but the body of the screw is left in the femur. The veterinary performed a surgery on a dog but after one month the plate and screws mounting failed because the screw of this assembly broke. "No human patient involved". This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part of screw was left in the patient, device was not considered explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.